Event description:
An optometrist reported epithelial ingrowth was observed in the right eye approx four months following a lasik enhancement that was performed on (B)(6) 2011. There was no treatment for the epithelial ingrowth. The pt was seen again on (B)(6) 2013 and the epithelial ingrowth was stable and the pt reported she was not having any problems. The plan is to monitor the pt yearly. The primary lasik treatment was performed (B)(6) 2006 on another MFR's laser.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).